Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm; however, the customer was unable to provide the specific type of cartridge alarm. There was no information provided regarding the customer's blood glucose level. No additional information was provided regarding this event.